Event description:
A customer contacted beckman coulter inc., (bci) to report a leak inside the access 2 immunoassay system. There was no report of injury to users.

Manufacturer narrative:
The system was displaying the error message that the vacuum was under limits. A field service engineer (fse) was dispatched on (B)(6) 2011. The fse inspected the instrument and noted cracked tubing near the tee fitting which was causing the majority of the leak. The tubing was replaced. The fse also noted a slow leak at the wash tower valve. The valve was replaced. Hardware is the root cause for this event.